Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bone fracture should be removed from the lps component as the insertion of the attune sleeve caused the bone fracture.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery time was extended by 20 minutes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have just spoken to prof (B)(6) who had an issue with his attune revision surgery last night. Prof (B)(6) had successfully trialed the tibial and femoral components. Because the patient had extremely thin femoral cortices prof (B)(6) cemented the tibial component in separately to the femoral component. The tibial cementation went well. However, when prof (B)(6) implanted the definitive femoral component with 50mm femoral sleeve the femur fractured. Prof (B)(6) removed the femoral component before the cement had cured and upon inspection of the fracture deemed it necessary to convert to a lps distal femoral component which he had on standby for this surgery. Unfortunately the attune revision rp tibial component was extremely well fixed and as the surgery had already taken over 3 hours prof (B)(6) felt it unwise to continue with a time consuming extraction of the well fixed tibial component. He therefore had no option but to use an incompatible lps insert with the lps femur and attune revision rp tibia. Can we please log both the femoral fracture upon implantation and also the use of an incompatible tibial insert.